Event description:
It was reported that the left ventricular (lv) lead did not contain a suture sleeve when opened. Another lead was opened to obtain a suture sleeve and the lv lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).